Event description:
It was reported on 2011-(B)(6), that the patient experienced an end of service/end of life (eos/eol) message, associated with the implantable neurostimulator, about a week ago. The patient also experienced difficulty charging the neurostimulator. It was later reported that the patient's device was not in overdischarge, and there were no incidents of overdischarge in the past. The patient was receiving effective stimulation, but the battery was depleting quickly and it was necessary for the patient to constantly recharge the device. Impedance readings were out of range on lead electrodes 4 and 7. It was not possible for the manufacturer representative to effectively reprogram around these electrodes. A revision was planned, but there was no date reported at this time. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3998, lot# la4195, implanted:2002-(B)(6), explanted:na; extension model 3708240, lot# nkb001796n, implanted:2007-(B)(6), explanted:na; programmer model 37742, lot# njd046216n; recharger model 37752, lot# nka028060n.

Event description:
Additional information. The health care professional stated the stimulator and lead were replaced and the patient required hospitalization as a result of the revision/replacement. No patient outcome was reported.